Event description:
The line was preflushed and the stylet was pulled back about 20cm, catheter trimmed to length and the stylet was repositioned. During placement, the nurse was unable to advance and could not make the turn to the svc so the PICC was removed from the patient. When the line was removed, the nurse noticed the stylet was protruding 1/2 cm outside of the distal portion. The nurse pulled on the protruding stylet and it came off of the line in his hand. The remaining stylet was still in the PICC line. A new PICC line was then placed in the left arm without further complications.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. The tls stylet was received in two segments due to a break in the magnetic region. The distal segment of the stylet consisted of 8 1/2 magnets within the polyimide tubing, with the epoxy tip at the distal tip. The distal segment was curled with kinks noted in the polyimide tubing between magnets. The 11 1/2 magnets were found in the proximal stylet segment adjacent to the distal tip of the core wire. The polyimide tubing extended 0.1"-0.2" from the end of the last magnet. The polyimide tubing was kinked 0.1" from the distal tip of the proximal stylet segment. The proximal segment of the tls stylet was received inside a 4 fr s/l power PICC solo. The stylet had been partially retracted through the t-lock extension set. The PICC had been cut at the 41cm depth mark and the distal segment of the catheter was not returned for evaluation. The exact mechanism of damage is unknown. The product IFU warns "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury. A chr of lot #reug1423 showed no other similar product complaint(s) from this lot number.